Event description:
Contra wire movement restricted, resolved with additional balloon. Contralateral wire movement restriction was resolved by advancing a balloon over the wire to free it. After successful graft deployment, bilateral stents were placed prophylactically. One of the stents migrated and a third stent was placed in the left limb. A type I endoleak in the left limb was treated with a balloon. Graft was successfully implanted.